Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: vascular injury/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details. Ischemia/peri-procedural adverse event: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot: 1994169 device history batch subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 68 year old male with acute myocardial infarction complicated by cardiogenic shock underwent bailout impella cp support during post percutaneous coronary intervention shock management at the index hospital. Left femoral arterial access was obtained using a percutaneous, ultrasound guided approach, and a perclose proglide pre close technique was initiated prior to large bore sheath placement. During placement of the second perclose device, the closure device became stuck. After manipulation by the interventional cardiologist, the device was removed; the perclose footplate appeared slightly open, and injury to the left common femoral artery was suspected. The team proceeded with the case and inserted a 14 french × 13 centimeter peel away sheath for impella cp. At case end, given concern for potential access site arterial injury, the decision was made to leave the sheath in place and transfer the patient to the hub hospital for monitoring and availability of vascular surgery. While awaiting transport, the left leg became cool and no doppler pulse was detected distally, consistent with acute limb ischemia. The patient was transferred to the receiving center. On arrival to the receiving hospital, vascular surgery was consulted. Given the cold limb and absent pulses, the team determined the impella cp needed to be removed, and the patient required escalation of support. Vascular surgery performed a femoral cutdown and arterial repair of the left common femoral artery, after which distal pulses returned. The patient was escalated to impella 5.5 for ongoing support and subsequently successfully weaned. The complaints are conservatively associated with impella use by timing and reflect access related vascular injury with secondary limb ischemia during large bore femoral access management. Based on the available clinical information, the femoral arterial injury during closure device manipulation (pre close footplate partially open), ongoing sheath presence, and subsequent ischemic limb findings were the most likely contributors to the access complication, the need for surgical vascular repair, and the decision to remove the impella cp and escalate to impella 5.5, rather than device related causes. It is not clear if the operators applied all the best practices. The patient improved following definitive vascular repair and escalation of mechanical circulatory support.